Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the force bipolar instrument stopped delivering bipolar energy. The customer attempted to resolve the reported event by unplugging the energy cord, then plugging it in the other port, opening a new energy cable, and resetting the generator; however, the issue persisted. The customer stopped using the instrument. No fragment fell inside the patient. The procedure was completed robotically with no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis. Failure analysis investigation confirmed a damaged conductor wire insulation at the distal end, the internal wires were exposed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The force bipolar failed the electrical continuity and energy delivery test. No thermal damage or any missing material was confirmed. Further inspection identified a dislodged conductor wire at the distal end. A segment of the conductor wire was sticking out, protruding above the outer surface of the main tube. The wire insulation in this area was not found to be damaged.